Manufacturer narrative:
A sample was received to perform an investigation. Functional testing was done by filling the tank with water, attaching temperature check, plugging in line cord, and turning on the power switch. The reported problem was confirmed and related to liquid crystal leakage inside the liquid crystal display (lcd). No actions were taken due to the age and condition of the device. The device was to be scrapped. A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. UDI #: UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the display is not functioning. No additional information available. No patient injury was reported.